Event description:
Baxter (B)(4) received a report that an infusor leaked at the filling port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, microscopic examination of the cut mark on the tubing revealed a smooth surface on the cut (rather than jagged). Based on the type of cut morphology, the root cause of the cut tubing was determined to be operator error during the 100% leak testing process. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no obvious signs of physical abnormality. However, during the functional leak test, leakage was detected on the tubing (not at the fill-port). Examination of the tubing noted the leak was caused by two cut marks on the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. No additional observation was noted. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.